Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that both the right ventricular and right atrial leads were dislodged due to twiddler¿s syndrome. The patient had an underlying rhythm and was asymptomatic to dislodgement. The leads were explanted and replaced without issue. The patient¿s condition was stable prior, during and post procedure and would continue to be monitored.